Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty taking readings due to electromagnetic interference (emi) could not be confirmed through this evaluation. A specific cause for the reported emi could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of emi could not be conclusively determined. Additional information was requested from the account, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification," state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification," states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted a difficulty taking readings on (B)(6) 2023. It was noted that the patient lived in a motor home. The patient electronic system (pes) was in the patient's bedroom in the motor home. The pes was plugged it its outlet. The patient's usual position is left shoulder centered. The pes was turned on and started reading without the patient. The patient was asked to step away and the reading was cancelled. It was noted the patient had a pacemaker. The reading was started again left shoulder centered with the patient's head a few inches above the headrest. The patient laid on their side and the music started and stopped. The patient moved away from metal objects and removed batteries. The patient started a new reading as they laid on the left side. The pes was repeated in a good position and the reading and transmission were successful. The cause of the problem was determined to be electromagnetic interference (emi) and positioning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.